Event description:
On (B)(6) 2012, a t2 femoral nail antegrade operation was performed. Then on (B)(6) 2012, reoperation was performed because the nail broke after the first operation.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.